Event description:
Dexcom g6 sensor inaccuracy: 9:10am: g6 reading 63, finger stick reading 40. 9:25am g6 reading 54, finger stick 89. Wow, seems like dexcom is not actually measuring interstitial fluid but scamming us on a faulty algorithm, how could it be this off, and really if I was to continually check my blood sugar 24/7 and compare to dexcom you would most likely have much more similar instances, the reality is that dexcom is taking away diabetics ability to sense dangerous lows because we are being trained to rely on faulty data that is more than likely 20 or more points off. Dexcom g6 sensor inaccuracy: 9:05am g6 reading 79, 9:10am g6 reading 58, 9:15am g6 reading 59, 9:20am g6 reading 68. At 9:20am I was able to finally double check via finger stick and the reading was 125. What exactly is dexcom measuring that would be that off, seems to me that no interstitial fluid is being measured and a faulty algorithm is being used, how could it be this off this consistently?